Event description:
Received info from an acuvue contact lens wearer stating "pt was rushed to the emergency room this week and diagnosed with a very serious cornea infection in the right eye. Pt has been in immeasurable pain from the infection and has missed 3 days of work." The pt was "still receiving treatment" and "there is scar tissue on the eye." Info was requested. The only info received from the pt consists of several billing statements. Medical records were requested but to date have not been received. The billing statements indicate the pt was initially seen in an e.r. In 2003. The only objective medical info received is an ophthalmalogy clinic billing statement dated 10/2003, indicating "corneal ulcer, right eye."